Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences due to suture was not absorbing? Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a vaginal delivery surgery in 2020 and the suture was used for muscularis perineum. After 42 days post-op, the patient came to the hospital for reexamination. The suture was found not completely absorbed. Then the suture piece was removed from patient. The patient is stable now. Additional information has been requested.